Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. A patient alert for out of tolerance subthreshold lead impedance occurred on (B)(6) 2013. Daily pace lead trend data show various spike increases for atrial pace impedance of 584 to 1008 ohms peak between (B)(4) 2013 and (B)(4) 2013. Concomitant products: 4193 implantable pacing lead 2002 (B)(6); 6947 implantable tachy lead 2009 (B)(6). (B)(4).

Event description:
It was reported that there was an alert on the remote transmission for a possible fracture on the right atrial (ra) lead. Non-physiologic noise was noted on stored electrograms, and noise was able to be reproduced during testing. The lead was capped and replaced. O patient complications have been reported as a result of this event.